Event description:
It was reported that after successful coronary stent deployment, the physician experienced difficulty removing another manufacturer's guide wire. After a second attempt at removal, he went to fluoro and the stent appears to have collapsed upon itself. They tried to advance the wire and then attempted to pass several balloons, however; they were unable to recross the stent. The physician pulled on the wire and the distal tip broke off in the patient and remains there. No attempts were made at retrieval. Patient status is listed as "okay".